Event description:
It was reported that the pulse generator exhibited backup vvi mode. After a device code download, normal function resumed. The device was explanted and replaced due to reaching elective replacement indicator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. UDI(di): na.